Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. While a 2.75 x 16 mm promus element plus stent was being removed from its packaging during preparation for the procedure, a strut was lifted on the distal end of the stent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. While a 2.75 x 16 mm promus element plus stent was being removed from its packaging during preparation for the procedure, a strut was lifted on the distal end of the stent.